Event description:
It was reported by the patient that the pink slide did not move forward, and the cannula did not deploy when the pod was activated; this indicates a needle mechanism failure. The pod was not worn. No impact to the patient's glucose level was reported.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.1. Operating system: bp2a.250605.031.a3.s911usqs6eyj5. Hardware: sm-s911u. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The pod data showed that the pod ran for 577 pulses and delivered multiple boluses before deactivating. No damages or deficiencies that would contribute to a needle mechanism failure were observed. The needle mechanism was reset and deployed; no issues were observed. Therefore, no problem was found regarding the reported needle did not deploy event. Inspection of the download data found that an 0x40 alarm was generated, indicating the rotational sensor exceeded the maximum open pulse counts. Timeouts were observed, some occurred in tandem with a failure to transition in the rotational sensor data, indicating a drive stall occurred. The high pulse widths with drive stall led to the 0x40 alarm being generated. The exact cause of the 0x40 alarm could not be determined.